Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker exhibited inadequate diagnostics on an electrocardiogram (ECG) exam. The pacing rate was showing up as variable, however, pacing and capture were confirmed to be appropriate. No intervention was reported. The patient was noted as stable.